Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was shut down without low reservoir warning, motor errors, multiple attempts to rewind. The customer¿s blood glucose value was unknown at the time of incident. The customer was advised that the insulin pump had reject new batteries, screen backlight did not work, pump lost settings on battery change, had to rewind multiple times. The insulin pump will not be returned for analysis.